Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiography showed mild aortic regurgitation (ar). On the third day post-implant, a computed tomography (CT) was performed due to abdominal pain, which revealed a retroperitoneal hematoma of 8x9x7cm and further bleeding was noted in the right femoral access site. On the fifth day post-implant, severe bowel ischemia was noted due to compression caused by the bleeding. Severe adhesions were also present. Abdominal surgery was performed; however, the patient died. The physician reported the retroperitoneal hematoma may have been caused by the delivery catheter system (dcs). The cause of death was not reported. It is unknown whether an autopsy was performed. Per they physician, the inline sheath was used. It was reported that the access site had a minimum access diameter of 8mm with mild calcification and tortuosity. The angiography post implant indicated unremarkable right groin vessels and the post-operative computed tomography (CT) was unable to identify the source of the bleed.